Event description:
It has been reported that the needle 27x1-1/4 rb has been found experiencing two occurrences of clogged needles during use. The following has been provided by the initial reporter: it was reported the medication would not come out.

Manufacturer narrative:
Investigation: one hundred eighteen (118) samples were received from the customer for investigation in sealed blister packs. Twenty (20) samples were selected at random and were visually examined and all were found to not be clogged as light was able to pass through the needles. While a definitive root cause could not be determined, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle 27x1-1/4 rb has been found experiencing two occurrences of clogged needles during use. The following has been provided by the initial reporter: it was reported the medication would not come out.